Event description:
The manufacturer received information alleging that the device does not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's cpu board assembly and sensor board were replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.